Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2022. During the procedure, the device could not deploy the bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Initial reporter phone): (B)(6). Medical device code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the trip wire was secured, and the slack was taken up correctly. The ligator head had seven bands attached. Some of them had moved from their position and overlapped. The ligator head teeth were damaged/bent. The trip wire was also cut, consistent with the finding when the device was observed under magnification, with evidence that a mechanical tool was used. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had seven bands attached, some of them had moved from their position and overlapped, the ligator head were damaged/bent , and the trip wire was cut. The conditions could have been generated due to user manipulation during preparation, some technique performed during procedure and/or even anatomical factors contributed as well. If the knots got dislocated along the suture thread, it could encounter difficulties releasing the bands, which may have caused some bands got overlapped within each other. This could also cause extra tension to the teeth, consequently, bending/damaging them. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11 (correction): block e1 (initial reporter phone) has been corrected from (B)(6) to (B)(6).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2022. During the procedure, the device could not deploy the bands. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.